Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable had been broken and therefore the image had turned green, and the fiber bonding in the outer tube area (distal end) had been damaged. Based on the results of the investigation, it is likely the following led to the malfunction caused due to image error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had colored stripes or dots on the screen. The issue was found during inspection for use. There were no reports of patient harm.